Event description:
During a gastric bypass procedure, the surgeon tried to cut and staple the jejunum (where he entered the circular stapler) very close to the gastrojejunostomy. After firing, he couldn't open the device at all. He had to tear the instrument. The tissue as rather damaged and had to staple again. Staples didn't form properly nad torn them away while ripping off the instrument. Tissue was resected afterwards with a competitor's product to ensure proper closure.